Manufacturer narrative:
The reported events were high pacing threshold, high pacing impedance, lead slack issue and p-wave amplitude variation. As received, a complete lead was returned in one piece. The reported events were not confirmed. Visual, x-ray examination, electrical testing found no indication of conductor fractures or internal shorts and of the lead anomalies. .

Manufacturer narrative:
Correction: section h6: added uses of device problem and device sensing problem codes.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During interrogation of the pacemaker, it was noted that the right atrial (ra) lead exhibited high capture threshold, high pacing impedance, and low p-wave sensing measurements. The ra lead had also been noted to have lost some slack via fluoroscopy imaging. The ra lead was explanted and replaced during a scheduled explant procedure. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During interrogation of the pulse generator, it was noted that the right atrial (ra) lead exhibited high capture threshold and high pacing impedance measurements. The ra lead was explanted and replaced during a scheduled explant procedure. The patient was in stable condition throughout.